Event description:
Per the clinic, the patient developed an infection (date not reported) and subsequently the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
(B)(6). Device is not available for analysis. This report is filed on 11 apr 2014.